Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned this case will be re-opened, an investigation will be conducted and a follow up report will be submitted after all investigation activities are complete.  The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported receiving different readings from the sensor and blood glucose readings, noting the results are "40+" different. Customer also reported she experienced severe pain in the arm and neck. There was no report of either self or third-party medical intervention. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.